Event description:
It was reported that the "pump failed". There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow up and further information was unable to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.